Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument broke while being removed after trialing during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is fractured on the medial side of the post all pieces. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned tasps were fractured. The likely condition of the parts when they left zimmer biomet control is considered conforming based on the products' field age and the DHR reviews.